Event description:
It was reported that the device was explanted after an implant duration of zero days, due to unknown reasons. No further details were provided. Information learned from our implant patient registry.

Event description:
Reportedly, the device was explanted at implant due to unknown reasons. The replacement device is unknown. No further details were provided. Information was learned through (B)(4) implant patient registry. The device will not be returned, as it was discarded by the hospital.

Manufacturer narrative:
On 10/21/10, a response was received from the health-care provider through sales indicating that the device was explanted due to regurgitation. It was also indicated that the device is unavailable for return as it was discarded by the hospital. Operative report was provided. No additional patient information available. Per the operative report, bypass was discontinued without support. Toe confirmed residual moderate to severe mitral regurgitation which mandated reinspection. Inspection of the valve confirmed residual anterior leaflet prolapse and a 26mm physio annuloplasty ring was implanted following removal of the 28mm device.

Manufacturer narrative:
This event was determined to be reportable per edwards lifesciences procedures. Customer letter not requested. The device history record (DHR) review was completed, and this device passed all manufacturing and sterilization inspections with no nonconformance. There have been no responses to our repeated attempts to contact the health care provider on 09/27/2010, 10/04/2010 and again on 10/14/2010 regarding the details of the event and product return.device not returned.